Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the pcb board to be calibrated. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that they are returning their unit to elsg for service. The rotation knob at the back was the description of failure. No further information is available. There was no reported patient consequence.